Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) of 50mg/dl in the middle of the night. Low blood glucose was treated by drinking juice. Recommendation was made that the customer call and troubleshoot when experiencing a current low bg, and consult with their healthcare provider.